Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the device was beeping every 2-3 minutes. The device was set alert on audio. The customer¿s blood glucose during the incident was 172 mg/dl. Troubleshooting was performed. The device did not beep during the tone test. The device will not be returned for analysis.